Manufacturer narrative:
(B)(4). The insulin pump was not received stuck in manufacturing mode. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm, replace battery now alarm and power loss alarm noted in the pump history due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, scratched keypad overlay and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had low battery alarm less than 1 week. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.